Event description:
It was reported that the bd¿ posiflush¿ saline had no information on the content of the syringe. The following information was provided by the initial reporter, translated from french to english: no information on the content of the syringe and no graduation. It was therefore not used.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ posiflush¿ saline had no information on the content of the syringe. The following information was provided by the initial reporter, translated from french to english: no information on the content of the syringe and no graduation. It was therefore not used.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 02-nov-2022. H6: investigation summary a device history record review was completed for provided material number 306572 and lot number 2011220. The review did not reveal any non-conformances during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one syringe sample was returned for evaluation by our quality engineer team. Through inspection of the sample, the barrel label was observed missing. The most probable cause for the missing barrel label is related to the vision system at the plunger rod label applicator. There was an issue with the vision system during manufacture, however, it was resolved at the time of discovery. It is possible that prior to the detection and resolution of this issue, a defective product was produced and released.